Event description:
Dexcom g7 inaccurately produced glucose levels of more these 60 points. I have calibrated daily since inception of use. This caused inaccurate insulin delivery and subsequently a very low blood sugar episode in an airport. Later this evening I have calibrated the device hourly. It is consistently 30-60 points off.